Manufacturer narrative:
Testing and investigation found the device delivered less than expected. This was due to loose input/output valve pins. This resulted in the input valve to remain closed and prevented fluids from entering the pumping chamber of the cassette. The cause of the loose valve pins could not be determined. This may have been a result of the pins being pulled on when the mechanism fluid shield was removed during cleaning or servicing of the device at the user facility. The event that is being reported was noted during verification testing. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
During verification testing at the service center, the device delivered less than expected.